Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A nurse reported on behalf of a surgeon the following events: after completing silicone oil removal, the surgeon does a fluid/air exchange to help facilitate oil droplet removal, and then he goes back to fluid. When he went back to fluid, the fluid came back into the eye with such force that it caused a hole in the retina. Fluid also got behind the retina inducing a detachment. The events occurred while using iop control. Additional information has been requested.